Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article, flixene has the advantage of safe early access compared with standard ptfe. Flixene may also be a potentially superior option to cvc patients requiring urgent haemodialysis.

Event description:
Received an article titled "comparison of flixene and standard ptfe arteriovenous graft for early haemodialysis." The article was to evaluate the clinical outcome of renal patients requiring prosthetic avg for haemodialysis. Per the article death events occurred included: eight patients with flixene grafts died during the study period. The article stated there were no deaths related to graft complications.